Manufacturer narrative:
The device is available for evaluation; however, has not been received.

Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch with ln 146870489 and lot number 14800327: it was reported that there were black spec was found in drip chamber of IV plumb set. There was no patient involvement and no harm.